Event description:
Nurse stated on way to patient's room glucometer slipped out of her hand and landed face down on floor. The backing came off of glucometer and battery popped open. Black powder and smoke along with sparks came from the battery. No pt or staff injury.